Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to poly wear, shell migration, and instability. A vitalock shell, poly liner, and metal head were revised to competitor acetabular side and a stryker head. Primary surgery was approximately 20 years ago. Rep confirmed that no further information would be released by the hospital or surgeon.